Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the continuity resistance test per dop114-830, and the sensor passed per specifications. The sensor performed the bicarbonate buffer test per dop114-830 and the sensor passed with accurate readings.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 47 mg/dl despite a blood glucose of 158 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.